Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose reached 440 mg/dl while wearing the pod between 4 and 24 hours on the leg. Mother alleged device was not delivering insulin, thus, resulted in symptoms of dizziness, headache, shakiness, weakness in legs, and nausea. After delivering manual injections, patient's condition did not improve. Subsequently, patient visited the hospital, was diagnosed with hyperglycemia, and admitted. Treatment included removal and discarding of pod and 2l of intravenous fluids. It should be noted that when device's adhesive is removed, the patient's skin becomes irritated.